Event description:
It was reported that a spectrum pump off without user input. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. The evaluation observed the reported "turns off by itself" condition. Evaluation found while the pump is in the off state while on battery power, the unit can intermittently power up, enter sleep mode, and then shutdown without user input. This was found to be caused by back flex chaffing at traces #28 and #30 where they came in contact to the right screw of the scanner bracket. The back flex was replaced to correct this condition. See scanned page.